Event description:
A reporter called to submit a report regarding the malfunction of his insulin pump. He said he has been using insulin pump for 5 years and he has been experiencing an occlusion alarm from the pump. He reported this problem to the manufacturer, but he was told that it is a site issue not the pump¿s problem. Recently he found out the issue is with the line being blocked and fail to deliver inulin. He said sometimes the insulin crystalized in the tube. He gets error code when he was trying to use it. He seems to be frustrated because the manufacturer doesn¿t understand the exact nature of the problem.